Manufacturer narrative:
It was reported that during use with vamp direct draw cannula the rn suffered a needle stick injury. The facility states ¿it was because of how the vacutainer has to be held/secured that led to the injury¿. No further information was able to obtain at this time. Despite repeated attempts, no further information has been obtained regarding how the product was being used or the current status of the nurse. The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. If additional information is received, a supplemental report will be filed. A review of the manufacturing records indicated that the product met specifications upon release. Health care workers are at increased risk of needlestick injury, which occurs when the skin is accidentally punctured by a used needle. It is possible for blood-borne pathogens to be transmitted by such an injury. Before beginning a procedure using needles, the clinician should plan for safe handling and proper disposal of the needle. It is unknown whether user or procedural factors played a role in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI #: (B)(4).

Event description:
It was reported that during use with vamp direct draw cannula the rn suffered a needle stick injury. The facility states ¿it was because of how the vacutainer has to be held/secured that led to the injury¿. No further information was able to be obtain at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.